Event description:
The plaintiff's attorney alleged that the plaintiff experienced nausea, vomiting, change in mental status and an unresponsive event on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (unresponsiveness) for the same pt involving two separate products; associated MDR number 1225714-2014-00050.